Event description:
It was reported that the trigger was very hard to push and 2nd implant did not come out. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
Two samples were received, one for MDR 1219602-2018-00394 and one for MDR 1219602-2018-00918. The investigation is the following. It is not possible determine which is the corresponding sample per issue. Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of each device shows the needles are bent dramatically on two planes. The actuator is protruding from the needle tip on one device. The suture/t construct was returned from one of these devices. Examination showed t1 is missing and appears to have been cut from the suture, t2 showed no abnormalities. The devices were functionally tested for proper actuator advancement and cycling and were found not to function due to the bent needle. Per the device IFU (B)(4) under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.